Event description:
It was reported that this device emitted beeping tones and when attempting to send a remote monitoring transmission it would not go through, thus the patient was seen at the clinic and it was not possible to interrogated the device. Finally the device was interrogated and a red warning screen appeared which showed that the battery was at 6% remaining, whereas in (B)(6) 2020 the battery was at 77% remaining. A review of the case by technical services (ts) noted that the device was depleting prematurely and had entered a continuous reset state, which depleted the battery. The device was subsequently explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This s-ICD was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual inspection identified no anomalies. The device could not be interrogated, as was reported from the field. The device case was opened to facilitate inspection and testing of the internal components. The battery voltage was 1.74 volts which is lower than expected. The battery was removed and replaced with an external power source. The device began to operate but was noted to be in a constant reset loop. Detailed analysis identified cracked solder joints on the radio frequency (rf) circuit internal component. The solder joints likely became cracked due to cyclic fatigue. These cracked solder joints resulted in the constant reset loop and inability to interrogate the device. The constant reset loop also resulted in premature battery depletion.

Event description:
It was reported that this device emitted beeping tones and when attempting to send a remote monitoring transmission it would not go through, thus the patient was seen at the clinic and it was not possible to interrogated the device. Finally the device was interrogated and a red warning screen appeared which showed that the battery was at 6% remaining, whereas in (B)(6) 2020 the battery was at 77% remaining. A review of the case by technical services (ts) noted that the device was depleting prematurely and had entered a continuous reset state, which depleted the battery. The device was subsequently explanted and returned. No additional adverse patient effects were reported.